Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and a tyco tunneller device were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and vaginal prolapse. Due to erosion and pain the patient underwent mesh removal on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal excision of mesh on (B)(6) 2014 by dr. (B)(6), md due to mesh exposure in the vagina.

Event description:
It was reported that the patient underwent vaginal excision of mesh on (B)(6) 2014 by dr. (B)(6), md due to mesh exposure in the vagina.

Manufacturer narrative:
(B)(4): on (B)(6) 2005 the patient reported urinary tract infections and persistent discomfort in the vaginal and pelvic area post implantation. It was reported on (B)(6) 2007 that the patient experienced recurrence of anterior wall prolapse, cystocele, pelvic pain, bleeding, abdominal cramping and pressure since (B)(6) 2007. (B)(4).